Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon could not remove the cdh33 instrument (the breakaway washer was cut, but the tissue was not cut partially). Another instrument was used to complete the case. There was no consequence to the pt.